Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in extended care for 2 months and it was discovered that they did not have their remote or recharger the whole time they were there. They had high settings and the patient did not charge the whole time. They do not know where the recharger or remote is and are requesting a new one. The patient was overdischarged. The rep was going to see the patient on (B)(6) 2021 to assess the situation. The rep tried to meet with the patient but the patient had covid so they were not able to meet. No symptoms were reported.